Event description:
It was reported that the pace/sense portion of the right ventricular lead had impedance values greater than 2000 ohms, the threshold increased to over 4.0 volts at 0.4 ms, and a lead fracture was suspected. The pace/sense portion of the lead was capped, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.